Event description:
On (B)(6), 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter has a cloudy display. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the alleged issue occurred. The patient's diabetes management is not specified and it is not known what action the patient took in response to the reported meter issue. The patient denied developing any symptoms as a result of the alleged issue. The patient also denied receiving medical intervention/treatment after the alleged issue occurred. During troubleshooting, the csr verified the patient was not using the subject meter for the first time and there was no misuse of the lfs product. The csr noted the patient does have a backup meter to use. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient did not suffer from any serious injuries and did not receive any form of medical intervention. However, this complaint is being reported because the alleged issue remains unresolved.